Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the instrument had the shaft sheath was found to be damaged at the instrument tip. A bent electrode could have caused this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that prior to an unk procedure, the acral part of the shaft had been bent a little before use. Another device was used to complete the case. There were no adverse consequences to the pt.